Event description:
It was reported that during an unk procedure, the system received a handpiece error. A second handpiece was used to finish the case with no pt consequence. The customer did not have information on the pt.

Manufacturer narrative:
(B)(4): evaluation summary - the instrument was received with a loose mount. The hand piece was tested on a generator and found to be not functional. It no longer meets design specifications for phase margin and continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code 3 to occur. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.